Event description:
It was reported that the customer was hospitalized due to high blood glucose readings and diabetes ketoacidosis. Customer stated that they were released after a surgery but their blood glucose readings continued to rise and they were admitted for four days. Customer was off the insulin pump one hour prior to the hospitalization. Customer further reported receiving a motor error alarm and a no delivery alarm on their insulin pump. Customer's current blood glucose reading is 300 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.